Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer's blood glucose was 250 mg/dl at the time of incident. The customer's blood glucose was 397 mg/dl at the time of call. The customer's blood glucose was 194 mg/dl at the end of call. The customer stated that her blood glucose reached 400 mg/dl. The customer stated that she took insulin to correct the high blood glucose. The customer performed troubleshooting and did not found air bubbles, leaks, insulin and site issues, and setting issues. The customer called back to perform high pressure test. The customer stated that the insulin pump passed the high pressure test. The customer was advised to change entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.